Event description:
It was reported that 3 catheters had the extension lines incorrectly labeled. On the 1st 2 (1st patient) occassions, it was observed during flushing of catheter through pressure line. On 3rd occassion, (2nd patient), it was impossible to wedge catheter despite it appearing to be in optimal position. Yellow port incorrectly labeled as distal. No associated patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.